Manufacturer narrative:
The device was received for evaluation. The event history log review did not show evidence of the reported issue. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump (lvp) stopped during an infusion due to power failure. The issue was discovered in the history log. There was no report of patient injury or medical intervention associated with this event. No additional information is available.